Event description:
A physician reported a pt who was treated into the lips on 10 february 1997. On 12 february 1997, the pt developed induration, pain and encystment in the infiltrated area (media third of the upper lip). The lip appeared deformed. The pt was psychologically and professionally altered. From 10 february 1997 to 25 april 1997, topical massage was prescribed, which was not effective. The pt was seen multiple times between 03/1997 and 05/1998. The pt had hypersensitivity and fibrosis, symptoms were ongoing. The physician prescribed psychotherapy and believed the symptoms were product related.